Event description:
The device was used during a laparoscopically assisted gastroenterostomy procedure. Reportedly, the instrument would not fire. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.